Event description:
An increased intraperitoneal volume (iipv) situation was identified in the therapy log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 5. The programmed fill volume was 2300 ml. The patient's ultrafiltration (uf) reading was 2326 ml. This information gave a total drain volume of 4626 ml, which meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation expected but not completed. Any results of evaluation will be provided in a follow-up emdr.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the homechoice return instrument test / evaluation (rite) electrical and rite functional test. Review of the device logs revealed increased intraperitoneal volume (iipv). The device was determined to meet specifications relative to the iipv identified during device log review. The cause of the 3 iipvs identified via device log review was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Additional information: product surveillance followed up with the nurse at the patient's dialysis center and provided the results of the device evaluation. The rn stated that the patient had no issues and continues to receive peritoneal dialysis (pd) therapy using the homechoice. This is report 1 of 3.